Event description:
React health received a complaint from a durable medical equipment provider that a device shut off while on a patient in the hospital. The patient experienced oxygen destaturation and was placed on oxygen and recovered on their own. The patient was placed on an alternative device. The device was being used off label per published intended use. The device is intended for adult patients weighing more than 66 lbs (30 kg) with sufficient respiratory drive. It is not intended for life support. The device has not been returned to the importer.